Event description:
Procedure: laparoscopy (unspecified type). Reportedly, upon removal of the device from the patient, the surgeon discovered a missing piece at the insertion point. The piece could not be found laparoscopically, and the surgeon opted to close the patient with the piece unaccounted for. Surgeon then looked inside the abdomen to remove it, but could not find the piece. The missing piece is alleged to be approximately 3/4" x 1/4".